Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the display. Customer also reported that the scroll bar was moving up and down with no input. Blood glucose level at the time of the incident was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No ramping/scrolling noted. No unresponsive buttons noted. All buttons functioned properly; however, t insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube, cracked belt clip slot and missing end cap sticker.